Manufacturer narrative:
Manufacturer's investigation conclusion: although the evaluation of the submitted system controller log file confirmed the report of low flows and identified a low speed advisory event, a specific cause for these findings could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate ii lvas, serial number: (B)(6), could not be conclusively established. The account communicated that asymptomatic low flows were noted on device interrogation. Evaluation of the submitted log file revealed a total of seven low flow hazard events on (B)(6) 2020, associated with the estimated flow intermittently decreasing below the low flow threshold of 2.5 lpm. Estimated flow was captured at values as low as 2.4 lpm. In addition, one transient low speed advisory event was observed on (B)(6) 2020 at 09:57:02 while the system controller was connected to a mobile power unit. The pump speed was captured at values as low as 7040 rpm, below the low speed limit of 8200 rpm. Multiple requests for additional information regarding this event were issued to the customer; however, no further information has been provided to this date. The investigation file will be closed accordingly. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. Heartmate ii lvas IFU, section 4 entitled ¿system monitor¿ explains that pump flow is estimated based on pump power. Section 6 entitled ¿patient care and management¿ and section 1 entitled ¿introduction¿ outline all pump parameters, including pump power, flow, and pulsatility index (pi). Section 6 also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. Section 7 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. Heartmate ii lvas patient handbook, section 5 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. This handbook also cautions patients to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was experiencing asymptomatic low flow events. The log file captured two low speed operation events on (B)(6) 2020 and low flow hazards between (B)(6) 2020 and (B)(6) 2020 which occurred at times when pi was elevated. The low speed events may be related to a potential issue with the driveline. There were no other unusual events seen in the log file.